Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin squirted out during priming. Customer also reported of receiving a no delivery alarm, smell of insulin and motor sluggish and making loud noise during priming. Customer's blood glucose was unknown. Customer reported that no delivery was resolved with a complete set change. Customer was advised that insulin pump would be replaced due to motor issue.